Event description:
The pt had headaches and dilated pupils one week after pump implant. The pt was admitted to the hospital. The hcp planned to aspirate the catheter and set the pump to dispense at the minium rate. The pump was used to deliver morphine. The pt's symptoms had improved. The pt was doing better. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.